Manufacturer narrative:
No audio or beep anomaly noted. Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or reset time lock anomaly noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or e or a alarm anomaly noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified alarm . The customer¿s blood glucose level was 163 mg/dl at the time of the incident. Customer states insulin was squirting out during the manual prime process. Customer runs self tests and it shows it was fine. Customer reported that the insulin pump received diminished battery life and failed battery alert. Customer reported that they received no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.